Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:he display screen has a faded pink contrast. Removed the pump cover and inserted a new test screen. The new test screen powers on with normal contrast and no signs of fading or discoloration all keys were responsive during testing, and no contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim and discolored display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.